Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a scratches in display sreen of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer cannot read display sometimes without turning the backlight on. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare proviider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked belt clip slot, and cracked battery tube threads.